Manufacturer narrative:
A specific cause and a direct relationship between the device and the reported event could not be determined as the device was not returned for evaluation and a full evaluation could not be conducted. Review of the submitted log file by a representative of the manufacturer¿s technical services team indicated that the system was functioning as intended at the time of the event. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information from the hospital personnel stated that the patient expired at an outside hospital and was not able to retrieve the patient's pump for evaluation.

Manufacturer narrative:
(B)(4). Approximate age of device - 3.5 months. The device is expected to be returned for evaluation. It has not yet been received. A supplemental report will be submitted upon completion of the evaluation.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found unconscious at home. The patient was living alone and no additional information was available. The patient was transported to the hospital and was intubated. A CT scan showed a large right cerebral bleed. There had been no changes to the patient's anticoagulation regimen. It was reported that the patient's neurological impairments were deemed to be unrecoverable. Care was withdrawn and the patient expired on (B)(6) 2016. The pump was reportedly functioning as expected.